Event description:
A uterine perforation occurred with the novasure uterine ablation device causing a thermal injury. Pt had to undergo add'l surgery secondary to the injury and prolonged hospitalization and re-admission and surgery. The MFR was notified.